Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma and other pulmonary damage/inflammatory response. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma and other pulmonary damage/inflammatory response. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Information received from the clinical expert from the pms reassessment has concluded that the report should not be filed as a serious injury. Box b - adverse event/product problem and box h: type of reported compliant have been updated to reflect "product problem" only. The health impact grid coding has been changed from serious injury/illness/impairment to no health consequences or impact. In addition, since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.